Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and drop of patient's oxygen situation occurred. The target lesion was located in an arteriovenous fistula (avf). A 4.0x40,75cm mustang¿ balloon catheter was advanced for dilation. However, upon inflating the balloon at the rated burst pressure, the balloon ruptured. When the device was removed from the patient, it was noticed that the balloon was not intact. The detached balloon was then retrieved promptly from the patient's body. Subsequently, the patient's oxygen situation dropped. The procedure was not completed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis.there was a complete circumferential tear 22mm distal to the proximal markerband. The proximal and distal sections of the balloon was still attached to the device. The balloon material from the distal section of the balloon tear were bunched over the distal markerband. An examination of the markerbands found no issues. A visual examination of the shaft identified no issues.no other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and drop of patient's oxygen situation occurred. The target lesion was located in an arteriovenous fistula (avf). A 4.0x40,75cm mustang¿ balloon catheter was advanced for dilation. However, upon inflating the balloon at the rated burst pressure, the balloon ruptured. When the device was removed from the patient, it was noticed that the balloon was not intact. The detached balloon was then retrieved promptly from the patient's body. Subsequently, the patient's oxygen situation dropped. The procedure was not completed. No further patient complications were reported.